Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine 10 mg/ml at 1.501 mg/day, and morphine 1 mg/ml at 0.1501 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, degenerative disc disease, and radicular pain syndrome (radiculopathies). On (B)(6) 2015 the personal therapy manager (ptm) dose was entered incorrectly. The patient was locked out from using personal therapy manager (ptm) due to bridge bolus in-progress. Troubleshooting resolved the reported event. The healthcare provider updated the pump with the correct programming. No patient symptoms were reported.